Manufacturer narrative:
(B)(4). Device not returned for investigation. Due to the age of the device, 6 years, the device will be replaced and the customer has been advised to remove the device from service.

Event description:
It has been reported that the AED did not pass self-diagnostic check.